Event description:
Device # 2 malfunction: thumb advancer failed to advance. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide and starclose devices attempted arteriotomy closure of a heavily calcified, scarred common femoral artery after an interventional procedure. Reportedly, when the needle plunger of the proglide was removed, no suture was present. The device was removed and a starclose device used. During the thumb advancer step resistance was experienced. The device was difficult to remove and required a forceful pull. A femostop was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The perclose proglide, part# 12673-03, lot# 62056-6h indicated is being filed under a separate MFR report number: 2953144-2008-00254.